Manufacturer narrative:
Age, weight and ethnicity: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the advancement phase, the preloaded intraocular lens (iol) device had a resistance. Account provided that the lens was not implanted because they expected that it had been damaged. It was indicated that the cartridge broke in an attempt to get the iol out and reassemble it on a multipurpose injector. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the customer provided photos revealed that the handpiece had a lens stuck inside of the cartridge tip (photo 1 of 4). The lens could be observed to be damaged inside of the cartridge tip however, the type of damage sustained could not be identified due to the quality of the image. The plunger rod in photo 2 could observed to not be damaged. However, in photos 2, 3, and 4 the cartridge tip could observed to be cracked. Based on the customer provided photos, no further product evaluation could be performed. The complaint issue "lens damaged" was identified during product evaluation ( "dc-cartridge crack" and "dc-difficult to use" were not confirmed), however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.